Manufacturer narrative:
One device was returned for analysis. Visual inspection found a broken gasket on the battery door, scratched lens, peeling of dso seal, and a worn uso seal. The tamper seal was not broken. A functional test and visual inspection were performed, and the reported issue of a damaged display was duplicated. Upon power up, the lcd was shown to be damaged, however the reported issue of intermittent power was not duplicated. The damaged displayed was due to fluid ingression however the cause of the intermittent power was unknown. As a result, the lcd lens was replaced, and standard preventive maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported the device had a damaged display and an intermittent power issue. Patient involvement is unknown.